Event description:
During initial fluoroscopic imaging needed for a lumbar epidural steroid injection the dr reported that he could not obtain a clear image of the affected area. Dr elected to continue the procedure without further imaging. It was subsequently reported to oec that the pt was later admitted to hosp for unknown reasons. Oec has attempted to contact the physician for more specific info.